Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company, 17.5 diopter (add power 2.2/3.2) lens was replaced with an unspecified, non company, monofocal lens model. It was provided that the surgeon later reported that this is one of those rare patients who just could not adjust to multifocal. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient was very unhappy with the quality of vision. The surgeon thought that it was due to the nature of having a diffractive multifocal intraocular lens. The iol was exchanged for a light adjustable lens (lal) model during a secondary procedure. From post operative day 1 the patient was happier even before surgeon did any adjustments. As per surgeon this was one of the rare patients who just could not adjust to a multifocal. At the end of the day, the patient was very happy with lal lens in both eyes (ou).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is(B)(4).